Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection. Reportedly, the patient scratched the wound and was infected. There were no additional adverse patient effects reported. The lead was explanted.